Event description:
Subject was not resuscitated. Date of the event is unk. (B)(4).

Manufacturer narrative:
ECG was reviewed for this incident. Result: ECG morphology changed during incident. AED advised shock and changed to "no shock advised".